Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
During an unrelated procedure of the left ventricular (lv) lead, it was noted that the right ventricular (rv) lead was displaced and high capture threshold and r wave amplitude variation was observed. The right atrial (ra) lead was observed to be displaced as well. The lv, rv, and ra leads were all explanted and replaced. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2017865-2019-05827 and 2938836-2019-06302.

Manufacturer narrative:
The lead was returned for evaluation for lead dislodgement. A complete lead was returned in one piece with the helix fully extended and clogged with blood. Visual inspection and x-ray examination of the lead did not reveal any anomalies. The measured extended helix was within product specification. The damage noted is consistent with procedural damage.